Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the additional information to provide the device returned date in the to update the and to provide the completed investigation results. One 6fr glidesheath slender guidewire was returned for product evaluation. The needle was not returned for investigation. Visual inspection revealed that the no anomalies were noted with the guidewire. The guidewire was placed under microscopy and each end was examined. The floppy end was verified to be normal. The stiff end and floppy end measured to be 0.52 mm using a vernier caliper which was within manufacture specification. A new needle was obtained and used for functional testing. Functional testing was conducted. The returned guidewire was inserted into the needle and it passed through its length without any difficulties. No anomalies were noted during insertion or withdrawal. Based on the provided information and investigation results, there is no evidence that this event was related to a device defect or malfunction. The investigation results verified that the returned device was the normal product. However, the exact cause of the reported event cannot be definitely determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the glidesheath slender wire would not fit through the introducer needle supplied in the kit. A glidesheath slender second kit was opened and that wire did fit through the introducer needle. There was no harm to the patient. The blood loss was less than 250cc. The procedure outcome was successful. The patient was in stable condition. Additional information was received march 12,2019: the procedure performed was a cardiac angiography via the right radial artery.